Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID d-evprop23-29, product lot number 0011837006, implant date na, explant date na. Product ID l-evprop23-29, product lot number 0011844944, implant date na, explant date na. Product ID evproplus-29 product serial number (B)(6) implant date na, explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. The valve was loaded and passed the fluoroscopic load check. It was noted that that the patient had an aortic valve area of 0.6 cm2. The valve was inserted into the patient and upon deployment, severe under-expansion was observed in the cusp overlap view. The system was withdrawn from the patient and a pre-implant bav was performed. A new valve as loaded onto a new delivery catheter system (dcs) and inserted into the patient. During deployment, some constraint was again observed. The valve was fully deployed. On final release, the valve moved up slightly, resulting in a high implant position. Patient hemodynamics were good and no post-implant bav was performed. It was noted that when the first valve was deployed outside the patient, no infolding was observed. It was reported that the under-expansion was considered to be due to calcium on the leaflets, as the second valve expanded more after pre-implant bav was performed. No adverse patient effects were reported.